Event description:
It was reported that the procedure type was therapeutic, which was successfully completed.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to the repair center for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: cable flooding, imaging flooding, connector flooding, electrical contact corrosion and connector cracks. A root cause could not be identified. Based on the results of the investigation, regarding the customer¿s allegation and the new reportable malfunctions identified, it is likely the following led to the malfunction: the cause was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had poor video image quality. There were no reports of patient harm.